Event description:
Customer reportedly obtained a result of 62mg/dl on the compact plus sys while a hospital device read 172mg/dl within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect sys and replacement was sent.